Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: the pump powered on to a blank screen with functional auditory and vibratory features. The pump cover was removed and a damaged eeprom (electronically erasable programmable read only memory) was discovered. The eeprom failure was determined to be the cause of the blank display. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the battery cap threads were stripped.